Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1qq, ICD, implanted: (B)(6) 2015; 429888, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had symptoms of dizziness and feeling lightheaded. There was possible post pace t-wave oversensing (twos) observed with the right ventricular (rv) lead, and strips showed a sudden decrease in the pacing rate. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.